Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable additional information: b5, d11, e4. Investigation evaluation: reviews of complaint history, device history record, manufacturing instructions, specifications, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings ¿do not bend at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. ¿fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. The laser fiber was not returned. The complaint is confirmed based on the customer¿s testimony. The device reportedly broke during introduction into the ureteroscope indicating handling likely resulted in the reported break. The risk analysis for this failure mode was reviewed, and no additional escalation was recommended.. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21aug2019: the procedure being performed was a flexible ureteroscopy in the kidney. The fiber broke during introduction of the laser fiber into the flexible ureteroscope. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Event description:
No additional patient or event information has been received since the last report was submitted on 26aug2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 and h10. The complaint device was returned after the last report was submitted. Investigation ¿ evaluation. A visual inspection was conducted. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the returned device was retuned in an unused condition. The fiber was separated into two segments. The distal segment measured 84.8 cm. The fiber optics protruded from the distal end of the blue sheath b 6.5 mm. The length of the proximal fiber segment was 214.5 cm. The total length of the returned fiber was 299.3 cm. The fiber plug was secure with no discoloration or damage. Close examination of the point of separation showed the fiber was broken, then the cladding was pulled to separation. Device returned to cook for technical evaluation. Visual examination confirmed fiber was returned in unused condition. Fiber is separated into two segments. Length of distal segment measured 84.8cm. Close examination of the point of separation also showed the fiber was broken then cladding was pulled to separation. The reported complaint of a broken laser fiber is confirmed based on customer testimony and device technical evaluation. The device reportedly broke during introduction into the ureteroscope indicating, handling likely resulted in the reported break. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an unspecified procedure using a cook® single-use holmium laser fiber, "the fiber broke before even one use." A second fiber was used to complete the case. No adverse effects to the patient have ben reported as a result of this alleged product malfunction. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.